Event description:
Many episodes of very short v-v intervals were reported potentially associated to interference. The subject lead remains implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the us. Analysis is pending.